Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the tubing was disconnecting from cartridge on three different occasions while the patient was playing. The reporter stated that on one occasion they noticed big air bubbles that were not in the cartridge before this. There is no reported adverse event with this complaint. This report is made based on the allegation of the air bubbles in cartridge issue.